Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 20mm x 142cm coyote balloon catheter wasa advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.